Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a therapy related event code in the device's memory. Upon examination of the device, physio-control observed that the unit would not charge up in order to defibrillate; therefore defibrillation therapy was not available, if necessary. There was no patient use associated with the reported event.